Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed to open. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the first cubie tray had a significant methadone spill on it, which was on the contacts and had begun to harden. The field service engineer had replaced the tray and cleaned out the drawer to remove the spill. The system functioned as intended after the field service engineer repaired the device.